Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that the needle was exposed. There was no report of patient impact. The following information was provided by the initial reporter: customer problem (B)(4) non patient needle exposed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that the needle was exposed. There was no report of patient impact. The following information was provided by the initial reporter: customer problem 367364 non patient needle exposed.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 customer photos in support of this complaint. 2 of the 3 pictures were evaluated and the issue of an unopened pbbcs device with the np cannula piercing through the sleeve was observed. Additionally, 100 retention samples from the bd inventory were visually inspected for np sleeve damage and np cannula exposure and all samples passed the testing with no indication of damage to the np sleeve. Bd is able to confirm the customer reported failure mode with the photo analysis however the issue was not observed in with retention samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the customer's reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.